Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The history logs for this device showed the pad-pak was first installed successfully on the 21st february 2012 and performed to specification up to the 14th october 2012. The device fails multiple self-tests due to a low battery between the 21st october 2012 and the 11th october 2015. The device records multiple manual power ups of less than one minute duration during this time. Upon visual inspection of the returned device corrosion was observed on the contact collars. A test pad-pak was installed and the device passed a self-test. No warnings were given at shut down and the status led continued to flash green. The device was tested on calibrated equipment and delivered a test shock without fault. An acceptable measurement was recorded. Investigation found the fault can be attributed to membrane failure due to corrosion. Corrosion on the on button may have resulted in the multiple manual power ups and the excess current drain measured. The excess current drain would have led to the premature depletion of the installed pad-pak and would account for the low battery fails recorded. The fault could not be replicated with a good membrane installed. No pad-pak was returned for investigation. The corrosion found indicates the device had been stored in adverse conditions.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. No green status indicator on device.